Event description:
It was reported that after MRI scan tachy episodes with noise were seen on home monitoring. Later, an eri battery status alert was noted. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the eri battery status, confirming the clinical observation. Inspection of the device data revealed that on may 14th, 2025, the MRI program was manually activated at 09:49 h. This triggered, as specified, the notification "MRI program is active" on the programmer screen during a subsequent follow-up, that was not confirmed by the user by pressing the corresponding button. Instead, the programmer was shut down through the main power switch 3 sec after the message was displayed. As a result, the MRI program was terminated. This represents an expected behavior upon such chain of events. The above observation led to an MRI scan without active MRI mode. Episode 144, from may 14th, 2025 at 09:55 h, represents MRI-induced sensing disturbances, due to which vf detection occurred, initiating a 40 j charge which did not result in shock delivery. Moreover, the data analysis also confirmed that the eri battery status was activated on may 27th, 2025, due to reaching the maximum charging time of the defibrillation shock upon an automatic capacitor reformation. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. However, shock therapy was not available. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. Due to these damages the charging of a defibrillation shock was impaired. It is reasonable to assume that the damages were caused by the reported MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly lead to such rare events, like the observed damage of the electronic module and does not represent a device malfunction. In addition, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.